Event description:
It was reported that in 2008, the cuff on a size 8 fenestrated tracheostomy tube burst during use. The patient replaced it with another tracheostomy tube. It is not known if the patient pre-tested the cuff prior to use. It was reported that the tube was thrown away.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided, and the manufacturer will review the lot history records.